Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue and the threads of the battery compartment were found to have stripped. It was reported that there was no damage to the battery cap and it was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found unexplained power on reset on the event date. The battery compartment and cap were undamaged. The battery cap was able to secure properly. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no internal issues were found. The reported power issue was verified in the black box but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.